Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the endotracheal began leaking. No patient injury or patient consequence reported. The patient was undergoing a spinal surgical procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened unit of product code 5-10116 (et tube, cf, 8.0) and seven sealed representative pouches of the same product and lot number. A visual exam was performed and it was observed that the cuff was partially detached on the proximal end. There appears to be a gap in adhesive application. No other defects were observed. The seven sealed pouches were opened and examined. All seven appear typical with no observed defects. A functional inspection was performed by attempting to inflate the returned opened et tube using a 20ml lab inventory syringe filled with air. The syringe was connected to the inflation valve and air was injected using hand pressure. The cuff immediately inflated. The cuff remained inflated, however, upon light application of pressure to the cuff, air exited from the location where there does not appear to be sufficient adhesive bonding at the proximal end. The et tube was then submerged underwater to check for any additional leaks and none were detected. The seven sealed et tubes were the functionally tested for inflation. All seven et tubes were able to inflate with no leaks detected. Other remarks: all eight returned et tubes were then inflated and left to sit for four hours in the inflated position. After four hours, each cuff was then re-examined. The seven representative samples all maintained their cuff pressure. No slow leaks were detected. The returned opened et tube remains inflated, however, it lost some pressure. The et tube is confirmed to have a slow leak from the proximal end. The reported complaint of a leaking et tube was confirmed based upon the sample received. The returned et tube was confirmed to have a slow leak as a result of insufficient adhesive bonding along the cuff at the proximal end. Therefore, the potential cause of this complaint issue is manufacturing related. Nonconformance, 40008101, has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the endotracheal began leaking. No patient injury or patient consequence reported. The patient was undergoing a spinal surgical procedure.